Manufacturer narrative:
Device evaluation summary: it was reported that a 39 year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced rupture on the left breast implant and bilateral capsular contracture with baker grade IV. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3505001bc, 500cc, s/n (B)(4) (l) and catalog # 3504501bc, 450cc, s/n (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-03939 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device. Yellow material was observed on the shell surface. The mentor product analysis lab¿s visual examination of the device revealed parallel lines of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the shell wear found on the device, or the origin of the yellow material observed. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: on (B)(6) 2019, mentor became aware that the word "saline" referenced in describe event or problem from the initial report dated (B)(6) 2019 was incorrect. The correct word is gel. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor memorygel breast implant 400cc and experienced bilateral capsular contracture with baker grade IV on breast implants. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3505001bc, 500cc, s/n (B)(4) (l) and catalog # 3504501bc, 450cc, s/n (B)(4) (r) on (B)(6) 2018. This is for the right side implant; see manufacturer report number 1645337-2018-03939 for contralateral prosthesis.